Event description:
It was reported there was a concern this pacemaker was exhibiting premature battery depletion. Disk analysis revealed the battery appeared to be depleting earlier than expected and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported there was a concern this pacemaker was exhibiting premature battery depletion. Disk analysis revealed the battery appeared to be depleting earlier than expected and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.